Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip and severely scratched display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 207 mg/dl. The customer does not recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.